Event description:
It was reported that the patient's right ventricular (rv) lead had high and unstable thresholds as well as high impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).